Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 589 mg/dl; cause was unknown. Elevated bg was addressed via manual injection and supply change. Customer declined to provide additional information or troubleshoot issue.